Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the non calcified and moderately tortuous left superficial femoral artery. The 4.0 x 40 mm sterling mr balloon catheter, being used for pre dilatation, was advanced over a 175 cm non bsc guide wire through a 6fr 45 cm non bsc introducer sheath. The balloon was inflated three times at 14 atms and on the 4th inflation the balloon was inflated to 14 atms and ruptured. Pre dilatation was completed with a 4.0 x 40 mm non bsc balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).